Event description:
The databox on the ev1000 unit emitted smoke. As reported, the clinician was not able to get the ev1000 to work after they had tried everything. The unit was put aside and a vigileo was used instead. The ev1000 was sent to the biomedical engineer at the hospital and when it was turned on, the databox started emitting smoke. Upon closer inspection of the unit, it was noted that the power source was plugged in the wrong position; it had been plugged into the communications port. The reporter who examined the unit on site stated that it was very difficult to pull out the power source and that it must have been forced in, it had been forced all the way in, as the pins made connection. I did smell the databox and it definitely smelt burnt. The unit was removed from the facility.

Manufacturer narrative:
The unit was returned for evaluation. The power source was plugged into the communication port, as reported, which is the wrong position. The capacitor c133 and the ic u10 on the pcb were found burnt, due to incorrect power input connection to the databox by end user. Visual inspection of the databox found the thermodilution (td) connector was also damaged on the databox. The complaint was confirmed and is determined to be mis-use of the product by end user. No manufacturing non-conformances were identified. No actions will be taken at this time.